Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The belt was not processed through complaint investigation as apparent physical abuse was noted in the incoming physical condition. The trunk cable was pulled from the distribution node (dn) strain relief. Review of the downloaded data indicates that the device was producing multiple therapy electrode placement faults. The damaged cable cannot be ruled out as a contributing cause of the therapy electrode placement faults. The root cause of the damaged cable and wires is excessive force placed on the cable. There was no adverse event resulted from this event. Device manufacture date: electrode belt sn (B)(4): 06/21/2012. Battery sn (B)(4): 07/01/2014. Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (2.2v). The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
Electrode belt sn (B)(4) was returned to a us distributor. A patient reported that the electrode belt had a damaged cable. A us distributor returned battery sn (B)(4) and reported that the battery was unable to hold a charge.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to hold a charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted (2.2v). The root cause of the depleted cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to hold a charge.